Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient was at home trying to charge normally on (B)(6) 2017 when they saw a warning power on reset message on the implantable neurostimulator recharger. It was reviewed that the meaning of the power on reset is that therapy has topped due to the power on reset. It is unknown if the power on reset was related to an overdischarge event. The patient hadn¿t had any issues until the equipment stopped working a few days prior to the report. The patient was redirected to their health care provider. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient experienced more pain in the butt and leg and jabs of pain in the foot and knee related to the equipment not working and the power on reset message being displayed. The patient noted that the patient charges every wednesday and sunday. The patient went to his health care provider on (B)(6) 2017 to have his equipment turned on. The patient reported that all is okay now, and the equipment not working and the power on reset message has resolved. There were no further complications reported or anticipated.